Event description:
It was reported that one day post implant the patient experienced phrenic nerve and diaphragmatic stimulation. The lead had dislodged and was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.